Manufacturer narrative:
The reported event that the clamp portion of the device is broken was verified by the complaint specialist during device evaluation; during the visual inspection the hook of the clamping mechanism was found to have broken off, the lock nut was also found to be loose.

Event description:
It was reported that during setup, prior to a surgical procedure the navlock disassembled. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup, prior to a surgical procedure the navlock disassembled. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported.